Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported partial clip movement (clip rotated and tilted) and worsening mitral regurgitation (mr) appear to be related to the reported tissue injury (damaged anterior leaflet). A cause for the tissue injury cannot be determined. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the issues. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip migrating on the leaflet, causing tissue damage and recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) grade 3. Two clips were implanted (xtw, xt) which reduced the mr to grade 1. During a follow up echocardiogram, worsening mr grade 3-4 was present and the lateral xt clip was observed to be rotated and tilted. Anterior leaflet damage was suspected. Due to the high gradient (4-5mmhg), implantation of an additional clip was not performed. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.